Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the hose clamp was not secured, which caused an air leak. This caused the air compressor to stall, subsequently causing the reported event. To resolve the issue, the technician re-clamped the hose. The unit was tested, confirmed to be operating according to specifications, and returned to service. No additional issues have been reported.

Event description:
The user facility reported that their dsd edge endoscope reprocessing system was emitting smoke. No report of injury.